Manufacturer narrative:
Usage of device correction from "reuse" to "initial use of device" submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator could not turn off. There is no patient involvement.

Manufacturer narrative:
G4: 12oct2019. B4: (B)(6) 2020. The part was returned to the manufacturer for failure investigation (fi). Failure investigation could not replicate the problem. There is no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 02oct2019. A credit was issued to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator could not turn off. There is no patient involvement.